Manufacturer narrative:
Devices not returned.

Event description:
It was reported that during insertion into the first cortex of the femur two ortholock ex-pin 3x110s broke during the course of a total knee procedure. Fragments of the broke pins remain in the patient's femur. The doctor inserted an additional pin due to the break. This was a first time use of both pins. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully. X-rays were taken postoperatively as a routine part of the procedure.